Event description:
Patient reported bilateral lumps in the treated area 9 days post miradry treatment. The treating physician examined the patient 15 days post-treatment and diagnosed the symptom as a boil. Physician recommended to drain it, but the patient declined. Antibiotics were prescribed. The following day, the patient was examined by her primary care physician, who also diagnosed the symptom as a boil. Different antibiotics were prescribed. Patient elected to take the antibiotics prescribed by her primary care physician. Update: as of 49 days post-treatment, the patient's symptoms resolved.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Based on the information provided by the patient, the clinic did not used the miradry's recommended anesthesia delivery methods. The recommended treatment protocol can reduce the risk of adverse events, such as infections.

Event description:
Patient reported bilateral lumps in the treated area 9 days post miradry treatment. The treating physician examined the patient 15 days post-treatment and diagnosed the symptom as a boil. Physician recommended to drain it, but the patient declined. Antibiotics were prescribed. The following day, the patient was examined by her primary care physician, who also diagnosed the symptom as a boil. Different antibiotics were prescribed. Patient elected to take the antibiotics prescribed by her primary care physician.